Manufacturer narrative:
Upon reassessment of the reported event, it was determined this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Concomitant medical products: ep-108322, e-poly 32mm +3 hiwall lnr sz22, 571770, 163669, 32mm mod head cocr std neck, 251290, 103532, ti low profile screw 6.5x25mm, 219050. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00396, 0001825034 - 2018 - 00397.

Event description:
It was reported that the patient underwent an initial surgery. Subsequently, the patient was revised due to unknown reasons. No complications or delays were reported. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported that the patient underwent a hip revision due to liner fracture, operative notes state metallosis was found during surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample and operative notes were reviewed evaluated and the reported event was confirmed. Visual evaluation of the acetabular shell shows signs of possible abrasions. No deviations or anomalies in the manufacturing process that would have affected the surgical outcome or contributed to the reported event. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.